Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a peeled downstream occlusion (dso) seal, and a broken latch/lock optic flex sensor. After investigation the results indicated a reportable malfunction due to the peeled dso seal and broken latch/lock optic flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had a damaged battery compartment and required a software upgrade. The event occurred during testing. The customer returned the product for those issues, and during physical inspection it was found that the downstream occlusion (dso) seal was peeled, and the latch/lock optic flex sensor was broken. There was no patient involvement.